Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2017-00490. It was reported the patient experienced fall several times. Imaging revealed lead migration. Subsequently, the patient underwent surgical intervention on (B)(6) 2017 wherein the leads were repositioned which resolved the issue.